Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using admelog insulin. Tandem customer technical support informed customer that admelog is off label per the user guide. Customer changed supplies to address the issue. Customer's blood glucose was 350-399 mg/dl.